Manufacturer narrative:
No conclusion code available. Based on abbott's investigation, the generator powered on successfully but displayed an error message pertaining to the complementary metal-oxide semiconductor (cmos). The upper assembly was replaced and the unit functioned as intended. The results of the investigation identified the cause of the startup issue and subsequent cancellation was due to a depleted cmos battery.

Event description:
During device preparation for a radiofrequency ablation, the generator would not boot and the procedure was cancelled. The screen remained blank and the led's flashed on the front panel during startup. The patient was brought into the room but the procedure had to be rescheduled. There were no adverse consequences to the patient due to the cancellation.